Manufacturer narrative:
Date rec'd by MFR: 09may2019. The service engineer (se) inspected the device. The se found that the touchscreen could not be calibrated. The se replaced the touchscreen and the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators touchscreen failed. No patient harm reported. Event date not specified, estimate used.